Event description:
It was reported to philips that the system's monitor could not display the live image. After a reboot attempt, the system failed to boot up and remained unresponsive for 20 minutes. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.